Event description:
Device read hi. The user went to the ER and glucose was 213 mg/dl on a hosp meter. No treatment alleged. Controls were not used. The device was replaced and requested to be returned for eval.